Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was no label on the sharps coll 1qt red. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported that there was no label on the package."

Manufacturer narrative:
H.6. Investigation: bdj received 5 actual samples and confirmed there was no label on the 5 products. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the part number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. According with the pictures received was confirmed the lack of label like a failure mode related to the manufacturing process. A review of customer complaint records was performed; in accordance with the cc¿s records, no additional complaints were received throughout the last twelve months for the same part number and issue. Root cause: product label missing on base due to variation on spaces among labels. -there is not defined a specification for this component. Workstation not suitable for to perform reprocessing the bases (labels) -the workstation must be modified for a better reprocessing of the material. H3 other text : see h.10.

Event description:
It was reported that there was no label on the sharps coll 1qt red. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that there was no label on the package."